Manufacturer narrative:
Device passed displacement test. Hardware low level failures error during self test and confirmed in the device history due to broken trace on keypad assembly. Software error or the motor arm cannot communicate with the main arm alarm found in the device history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error software error detected and motor arm cannot communicate with the main arm. Customer's blood glucose level was 196 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer was advised to perform self test, self test did not pass and pump error hardware low level failures occurred during self test. The device will be returned for analysis.